Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Event description:
It was reported that insulin squirted out during the fill tubing process and numbers did not appear on the screen. Customer received an error alarm during the manual prime. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.